Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 37 mmol/l (666 mg/dl) and ketones at 3.00 mmol/l while wearing the pod on the abdomen between 25 and 36 hours. The pod was not communicating properly with the sensor on the patient's arm. Symptoms reported include the patient feeling very sick, thirsty and vomiting. The patient was treated with insulin drip. The patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital.